Event description:
The customer stated that she was hospitalized for blood glucose levels above 600 mg/dl. Prior to the event, the customer had given herself ten units of insulin, plus an add'l 40 units at the hospital. Later that evening, the customer's blood glucose levels dropped to 28 mg/dl, and the paramedics were called to her home for assistance. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. The customer also mentioned that she was taking antibiotics for an infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.